Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer experienced an elevated blood glucose (bg) level of 585 mg/dl. Bg level was addressed with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.